Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. Visual inspection confirmed the distal tip of the catheter was fractured and detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and detached distal tip is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, electrode one ruptured while being removed from the introducer. Another catheter was used to continue the procedure with no consequences to the patient.